Event description:
It was reported that out of range pacing impedance measurement were noted on the non boston scientific right atrial (ra) lead connected to this pacemaker. Noise and oversensing were noted following the lead safety switch to unipolar, as well as a signal artifact monitor (sam) episode. Boston scientific technical services (ts) provided programming advice to the health care professional (hcp). Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that out of range pacing impedance measurement were noted on the non boston scientific right atrial (ra) lead connected to this pacemaker. Noise and oversensing were noted following the lead safety switch to unipolar, as well as a signal artifact monitor (sam) episode. Boston scientific technical services (ts) provided programming advice to the health care professional (hcp). Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an out of range pacing impedance measurement was noted on the non-boston scientific right atrial (ra) lead connected to this pacemaker, resulting in an automatic lead safety switch to unipolar. Noise and oversensing were noted following the lead safety switch to unipolar, as well as a signal artifact monitor (sam) episode. Boston scientific technical services (ts) provided programming advice to the health care provider. No adverse patient effects were reported. The pacemaker and non-boston scientific leads remain in service.